Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction 'tightness test failure' due to leaky expiration valve assembly can lead to a delay in the therapy since the ventilator cannot be used. A new ventilator needs to be prepared. The root cause of the ventilator to alarm with "tightness test failure" was a malfunction of the expiration valve assembly causing a leak. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared to be used for treatment or diagnosis (preop check). There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: open box failed. Tightness test failed. No consequences for a patient. This occurred on a new device, just out of the box.

Manufacturer narrative:
Analysis ongoing. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: open box failed. Tightness test failed. No consequences for a patient. This occurred on a new device, just out of the box..